Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 11 mdrs filed for the same patient (reference 1825034-2014-00816 & 03248 / 03256 & 03261).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 12 MDR's filed for the same event (reference 1825034-2014-00816-3 / 2014-03248-2 / 2014-03249-3 / 2014-03250-3 / 03251-3 / 2014-03252-2 / 2014-03253-2 / 2014-03254-2 / 2014-03255-2 / 2014-03256-2 / 2014-3261-2 / 2016-00329).

Event description:
It was reported patient enrolled in a clinical study underwent bilateral total hip arthroplasty on (B)(6) 1992. Patient underwent a right revision procedure on (B)(6) 2008 due to poly wear, osteolysis and pain. During the procedure, the head and acetabular components were removed and replaced. It was further reported patient underwent a right radical debridement procedure on (B)(6) 2009 due to infection. All components were removed and replaced with cement spacer. Patient was reimplanted on the right side on (B)(6) 2009. Subsequently, patient underwent a right revision on (B)(6) 2010 due to pain, recurrent dislocation and leg length shortening. During the procedure, the liner and head were removed and replaced. Additional information received reported patient underwent a left revision on (B)(6) 2003 due to poly wear. Patient underwent another left revision on (B)(6) 2004 due to unknown mechanical complications.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 11 mdrs filed for the same event (reference 1825034-2014-00816-2 / 03248-1 / 03249-2 / 03250-2 / 03251-2 / 03252-1 / 03253-1 / 03254-1 / 03255-1 / 03256-1 / 03261-1).

Event description:
It was reported patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 1992. Patient underwent a revision procedure on (B)(6) 2008 due to poly wear, osteolysis and pain. It was further reported patient underwent a radical debridement procedure on (B)(6) 2009 due to infection. All components were removed and replaced with cement spacer. Patient was reimplanted on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2010 due to pain and recurrent dislocation.

Event description:
It was reported patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 1992. Patient underwent a revision procedure on (B)(6) 2008 due to poly wear, osteolysis and pain. It was further reported patient underwent a radical debridement procedure on (B)(6) 2009 due to infection. All components were removed and replaced with cement spacer. Subsequently, patient was revised on (B)(6) 2010 due to dislocation.